Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
His is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4 with a slight prolapse in the posterior leaflet. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. A second cds was advanced and the clip was implanted. After the second clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no harm done to the patient and there was no additional clip implanted. The residual mr was not significant and the physician felt the clip in question was stable enough. The physician feels the tissue integrity was an issue. Two clips implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.na.